Manufacturer narrative:
The insulin pump was received with constant alarm, problem isolated to mother board. No missing segments, partial display or black lines on display noted. The insulin pump was received with cracked case at display window corners, cracked lcd window and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that there were two black lines in the middle of the screen. Customer's blood glucose was unknown. Device alarmed new software detected alarm and started counting down. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.